Event description:
As reported via the (B)(4) study, a patient experienced an occlusion of the third diagonal the day after three cypher rx stents were implanted in the mid left anterior descending (lad) artery. At the time of the index procedure, angiography revealed 80% occlusion in the mid lad. The lesion was 20mm in length and the reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.0 x 15mm voyager balloon at 8atm. Three stents were implanted with overlap to cover the entire lesion. The first stent was a 2.75 x 23mm cypher rx that was implanted at 15atm. The second stent was a 3.0 x 8 mm cypher rx that was implanted proximal to the initial stent. The third stent was a 3.0 x 13mm cypher rx that was implanted proximal to the second stent. The stents were not post-dilated and there was no residual stenosis. The following day, the patient experienced elevated cardiac enzymes and chest pain. A repeat cardiac catheterization was performed and the third diagonal was noted to have a flush occlusion. The cypher stents were noted to be patent. There was no additional intervention performed during the repeat catheterization. The patient was observed until discharge with no additional chest pain and enzymes trending toward normal. The patient was discharged approximately three days after the index procedure.

Manufacturer narrative:
Concomitant medications:aspirin 325mg daily, (B)(6)2010, continuing;metoprolol 25mg bid, (B)(6)2010, continuing;zocor 40mg daily, (B)(6)2010, continuing;bivalirudin (B)(6)2010 to (B)(6)2010;clopidogrel 75mg, (B)(6)2010, continuing;a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.this is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00158, 3003742446-2010-00159 and 3003742446-2010-00160.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced side branch occlusion after having coronary artery stents implanted. The patient's medical history is significant for angina, previous percutaneous coronary intervention of non-target lesion, myocardial infarction, and hyperlipidemia. The target lesion was the mid left anterior descending artery (lad). The lesion was described as 80% stenosed and de novo. The lesion length was reported as 20mm with a diameter of 3.0mm. The lesion was pre-dilated followed by the implant of a 2.75mm x 23mm cypher rx stent at 15 atmospheres. The stent did not fully cover the entire lesion so a 3.0mm x 8mm cypher rx stent was implanted proximal and overlapping to the first at 12 atms. Again the lesion was not fully covered so a 3.0mm x 13mm cypher rx stent was implanted overlapping and proximal to the second stent at 14atms. The stents were not post-dilated and the reported residual stenosis was 0%. The following day, after ambulating in the hallway, the patient experienced chest pain and the cardiac enzymes were elevated. Repeat angiography was performed and revealed that the third diagonal artery was noted to have a "flush occlusion," with the previously implanted stents widely patent. The patient was observed until discharge with no additional chest pain and enzymes trending toward normal. The patient was discharged approximately three days after the index procedure. The product was not available for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion is a known potential adverse event associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. Review of the available information suggests that aside from the inherent risk of the procedure, vessel/lesion characteristics may have contributed to the events. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00158, 3003742446-2010-00159 and 3003742446-2010-00160.

Manufacturer narrative:
Additional information was received on 8/13/2010 indicating that the patient had been diagnosed with a sub-endocardial infarction the day after the procedure when the previously reported occlusion of the third diagonal occurred. In addition, the 16 to 24 hour troponin level was 9.33 instead of 5.29 as previously reported. According to the investigator, the infarction was possibly related to the index procedure and not the cypher stents. Updated complaint conclusion: information received from the (B)(4) study indicated that a patient experienced side branch occlusion with a sub-endocardial myocardial infarction after having coronary artery stents implanted. The patient's medical history is significant for angina, previous percutaneous coronary intervention of non-target lesion, myocardial infarction, and hyperlipidemia. The target lesion was the mid left anterior descending artery (lad). The lesion was described as 80% stenosed and de novo. The lesion length was reported as 20mm with a diameter of 3.0mm. The lesion was pre-dilated followed by the implant of a 2.75mm x 23mm cypher rx stent at 15 atmospheres. The stent did not fully cover the entire lesion so a 3.0mm x 8mm cypher rx stent was implanted proximal and overlapping to the first at 12 atms. Again the lesion was not fully covered so a 3.0mm x 13mm cypher rx stent was implanted overlapping and proximal to the second stent at 14atms. The stents were not post-dilated and the reported residual stenosis was 0%. The following day, after ambulating in the hallway, the patient experienced chest pain and the cardiac enzymes were elevated. Repeat angiography was performed and revealed that the third diagonal artery was noted to have a "flush occlusion," with the previously implanted stents widely patent. The patient was observed until discharge with no additional chest pain and enzymes trending toward normal. The patient was discharged approximately three days after the index procedure. Additional information received indicated that the patient was diagnosed with a subendocardial infarction when the occlusion of the third diagonal occurred, the day after the index procedure. The product was not available for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the events. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00158, 3003742446-2010-00159 and 3003742446-2010-00160.